Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Added additional information: incomplete cycle, cartridge the analysis results showed that one ats45 device (a) was returned with four cartridge reloads present. Cartridge (c) tr45m, j5jh1w was received unfired and in good visual conditions. Cartridge (d) tr45m, j5jh1w was received partially fired 1/10 and with normal lockout. Cartridge (e) tr45g, g5zv9m was received partially fired 1/10 and with normal lockout. Additionally the cartridge deck was noted to be damaged. Cartridge (f) tr45w, k5e66h was received fully fired and loaded on the device. The received cartridge (f) was noted to have damaged cartridge deck. The found damaged on cartridge (e,f) is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The found condition on cartridge (d,e) indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties.

Event description:
It was reported that during a lung biopsy procedure, the lung tissue was captured and the device did not fire (green). The device was removed from the patient, reloaded (gray), and did not fire on the second attempt. A second device was opened and a third (gray) and fourth (green) firings were attempted, but the device would not fire. The device was reloaded (white) and fired successfully. No staples deployed, nor did the devices cut during the failed firings. There were no patient consequences.